Manufacturer narrative:
(B)(4) combined report. Device details, post primary and pre revision x-rays, operative notes, patient medical history and the explanted devices could not be provided for this case and thus an investigation could not be conducted. The device manufacturing records could not be identified or reviewed due to the device details being unavailable. The surgeon has commented that the patient was a male who was approximately (B)(6) and moderately active. The patient also slipped when getting out of the shower following primary surgery. Corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner due to fracture of the ceramic liner. Please note: the trinity biolox delta ceramic liner listed in this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic head and ceramic liner due to fracture of the liner. Please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per (B)(4) final report: this case was originally closed in june 2019 due to the lack of information available, however, the explanted devices have since been reviewed and examined and thus this case has been re-opened and updated. X-rays, operative notes and patient medical history could not be provided for this event and thus the investigation was limited. The surgeon commented that the patient was a male who was approximately 41 years old and moderately active. The patient also slipped with getting out of the shower following primary surgery. It was found that the microstructure, as obtained from the quality documents for both the ceramic head and ceramic liner fulfill the requirements as specified at the time of production and there were no indications of any pre-existing material defect. Review of the ceramic liner suggested that the root cause of this event may have been due to the liner being misaligned within the cup, however, unfortunately not all of the broken fragments were returned and thus could not be fully verified. Due to secondary damages and missing fragments, the primary fracture surface and fracture region could not be identified. Based on this, no further investigation can be conducted and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.